Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleged the bolus recommendations provided by the blood glucose monitor are not accurate. No adverse event was reported. A request was made for the return of the meter, replacement sent.